Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. Training is in place.

Event description:
Received info the pt has been playing with a (B)(6) since (B)(6). She plays basketball, baseball and golf and is wondering if the increased activity is causing decreased stability, vision loss, speech concerns, headaches and a sore spot in the implant area. Pt reports no falls since (B)(6) but at time she does hold her (B)(6) up against her chest area. She has checked the access review and the stimulator is turned on. Medtronic pt services referred the pt to her hcp and recommended she quit playing (B)(6) until checking with her physician. Add'l info has been requested and if received a follow up report will be sent. Please refer to mf report # 3004209178201101331 for reference to the concomitant neurostimulator.